Event description:
New information received indicated that the patient was stable.

Event description:
It was reported that noise was observed on a merlin.net transmission, and over-sensed through a tachycardia episode by the implantable cardiac monitor (icm). No intervention was performed. Patient status was unknown.